Event description:
The customer was traveling with a transport service and when the van turned a corner, the customer fell out of unit and was injured. Pt was hospitalized and is currently receiving therapy in a nursing home.